Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in the bile duct for biliary drainage during an endoscopic ultrasound (eus) guided choledochoduodenostomy procedure performed on (B)(6) 2021. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the first flange was deployed successfully in the target legion; however, when the physician attempted to push the second flange out of the scope, the stent fully deployed in the lesion. The stent was removed using grasping forceps and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.